Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a broken pin which caused the e226 scope communication error, and the lightguide socket detection bar was worn. The investigation is ongoing and attempts to obtain additional information regarding the event were unsuccessful. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite ii video system center unit was malfunctioning and displayed an e226 scope communication error upon plugging into the camera. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event occurred due to damaged connector pin. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer." Olympus will continue to monitor field performance for this device.